Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had a heart rate of approximately 30 beats per minute (bpm) and was short of breath. The patient had atrial fibrillation (af) and the physician believed the patient¿s symptoms were due to their af. The patient had a fast and irregular conduction of the atrial arrhythmia. The available information did not indicate a pause in pacing and lead measurements were within normal range. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted the device was checked and was functioning normally. No actions or interventions have been planned. There was no device issue noted which would have contributed to the patient's reported low heart rate. This issue has been resolved. No adverse patient effects were reported. The device remains in service.